Manufacturer narrative:
Batch review performed on 28 september 2020: lot 186065: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 6 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.